Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 70 closed samples to analyze this complaint. We have tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.26 kgf in average and 0.27 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). We have also tested the knot pull tensile strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 1.31 kgf in average and 1.25 kgf in minimum (ep requirements: 0.60 kgf in average and 0.15 kgf in minimum). However, we have found thread splitting in some samples tested during performing needle attachment strength test. Probably, it was caused by a faulty needle attachment process (too much strength applied). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: taking into account that the samples received do not fulfil b. Braun surgical specifications regarding thread splitting, we conclude that the complaint is confirmed by evidence of the failure in the samples received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future. On the other hand, there is an improvement project to avoid this kind of incidences in the future.

Event description:
Additional information is received of the case: during the last 3 months and 15-20 times, there is frequent tearing of the thread (tearing along the length of the thread like separation of many layers), and needle detachment sometimes. An interruption in the suturing of the anastomosis occurs and a new suture has to be used to suture again from the beginning of the anastomosis. This issue prolongs the duration of the operation, the duration of anesthesia for 10-15 min. This occurs when an artery is sutured with a graft, and also when only an artery is sutured. There is no particular lot number. Three different lot numbers are informed. The other two medwatch submissions related to this report (for the other two lot numbers informed) are: 3003639970-2020-00377, 3003639970-2020-00379.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that during anastomosis suturing the product is tearing along the length of the thread and the needle detaches.